Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, additional information was received that the allegation against the communicator or power cord was not confirmed as the communicator passed all debug tests. This complaint was over reported as there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Event description:
Boston scientific received information that the patient smelt burning plastic coming from the communicator or power cord. The communicator was disconnected and no injuries or damages has been reported. A boston scientific company representative opted to replace the communicator. The communicator was deactivated. No adverse patient effects were reported. It was reported that the patient smelled a burning plastic coming from the communicator or the power brick. The communicator was disconnected and no injuries or damages has been reported. The company representative opted to replace the communicator. The ccommunicator was deactivated. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient smelt burning plastic coming from the communicator or power cord. The communicator was disconnected and no injuries or damages has been reported. A boston scientific company representative opted to replace the communicator. The communicator was deactivated. No adverse patient effects were reported.